Manufacturer narrative:
B2: outcomes attributed to adverse event, updated. B2: death date, updated. B5: additional information. H6: health effect clinical and health effect impact, updated. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm 3) left ventricular assist system (lvas), serial number (B)(6), the patient outcome, and the events leading up to the patient outcome cannot be conclusively determined through this investigation. Additionally, the reported "unusual hum" sound could not be conclusively determined through this evaluation. The controller event log file contained events spanning from 20aug2024 to 26aug2024. No notable alarms or unusual events were captured, and the pump operated as intended at the set speed. The hm 3 lvas instructions for use (IFU) outlines potential adverse events, including, thromboembolism, infection, and death, that may be associated with the use of the hm 3 lvas. The IFU lists infection and thromboembolism as late potential post-implant complications that may be associated with the use of the hm 3 lvas. Care instructions regarding how to prevent infection, as well as suggested responses in the event of infection, are outlined in this document. The hm3 lvas IFU and patient handbook instruct patients to call their hospital contact right away if they notice a change in how the pump sounds, feels, or works (event if there is no alarm). The patient handbook further states that even small changes should be reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. He heartmate 3 left ventricular assist system instructions for use contains the following information: section 1, "introduction," outlines potential adverse events, including thromboembolism, infection, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 6, "patient care and management," lists thromboembolism and infection as potential late post-implant complications that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. His section instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Care instructions regarding how to prevent infection, as well as suggested responses in the event of infection, are outlined in this document. The heartmate 3 left ventricular assist system patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 1, ¿introduction", and section 8, ¿handling emergencies¿, also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
He batteries and clips were cleaned which resolved the event. It was reported that the patient did not exhibit any cardiac symptoms, the cause of the hum had not been identified. The patient developed bacteremia on (B)(6) 2024. They presented with left leg pain likely due to septic emboli with arterial occlusion and methicillin-susceptible staphylococcus aureus bacteremia. The patient was sent home on hospice for recurrent infection and passed away on (B)(6) 2024. The death was not considered device related. The device reportedly operated as expected.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was admitted with a left popliteal artery occlusion. During auscultation over the pump, there was an unusual hum coming from the left ventricular assist device (lvad). The lvad hum was noted to sound differently. An echocardiogram showed no acute concerns. Log files were sent for review. The data showed no unusual trends on the recorded parameter values. The cause of the sounds were unable to be determined based on the log files. The event log recorded several low power advisory events while connected to battery power on the evening of 20aug2024. These events were associated with a brief reduction in the relative state of charge (rsoc) signal values. A voltage reduction was not recorded during these events. It was recommended that the batteries and clips be cleaned.

Manufacturer narrative:
H6: updated. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient developed bacteremia on (B)(6) 2024. Blood cultures were positive for methicillin-susceptible staphylococcus aureus (mssa) bacteremia. The patient had also developed ischemic leg. Infectious disease felt that the mssa was related to the patient's recurrent driveline infection, which had previously grown mssa. They patient was given intravenous ancef (cefazolin) antibiotics followed by oral doxycycline for suppression. The acute limb ischemia was thought to be due to subacute thrombus. Vascular had gone in for below the knee popliteal and tibial thrombectomy on (B)(6) 2024. The patient was sent home on hospice and passed away on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm 3) left ventricular assist system (lvas), serial number (B)(6), the patient outcome, and the events leading up to the patient outcome cannot be conclusively determined through this investigation. Additionally, the reported "unusual hum" sound could not be conclusively determined through this evaluation. The controller event log file contained events spanning from (B)(6) 2024. No notable alarms or unusual events were captured, and the pump operated as intended at the set speed. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. D) contains the following information: section 1, "introduction," outlines potential adverse events, including thromboembolism, infection (including driveline infection), and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 6, "patient care and management," lists thromboembolism and infection as potential late post-implant complications that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. His section instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Care instructions regarding how to prevent infection, as well as suggested responses in the event of infection, are outlined in this document. The heartmate 3 left ventricular assist system patient handbook (rev. A) instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 1, ¿introduction", and section 8, ¿handling emergencies¿, also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.